Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8500bc bone cutter with an unknown batch number was received for evaluation. Upon visual evaluation, it was noted that the device was broken at the shaft of the blade, as it was no longer attached and the blade would not spin. The most likely cause for this failure can be attributed to user error of the device due to prying/leveraging the attachment during use. Visual inspection further noted that the device was bent. The device was placed on a grade a surface plate to confirm that it was bent. The most likely cause for this failure can be attributed to user error of the device due to prying/leveraging the attachment during use. It was also noted during visual inspection that the tip of the blade was rusted. The most likely cause for this failure can be attributed to user error of the device due to improper detergent/cleaning process used. Dfu-0215-eo warns against excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the blade broke off at the shaft outside the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update dw 05-dec-2023. Further information were provided that three devices broke during the surgery and all pieces were retrieved out of the patient.